Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that lasted only 5 days occurred. Data was evaluated and the allegation was not confirmed as the reported allegation was not found. However, during data investigation, an early sensor expiration was observed. The probable cause was determined to be a stale start command which led to an early sensor expiration. The reported event of a lasted 5 days is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.